Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed rewind,prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarmed during self test and confirmed in pump history with variable due to cold solder joint at u1 keypad assembly. Pump was returned for pump error. Power management tool confirms the unloaded voltage loaded voltage are within specs. No pump error alarms were found. However, unexpected low battery alarms found at the long trace history file and formatted history file. The pump had intermittent non-sleep anomaly software error. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was unknown at the time of the incident. No further information was provided. The insulin pump will be returned for analysis.